Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was exchanging the freedom onboard batteries while plugged into dc power in his vehicle. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Corrected data: date of event was corrected to (B)(6) 2016; date of this report was corrected to 8/8/2016. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. Review of the alarm history (eeprom) revealed a fault code which was likely the fault alarm reported by the customer. This alarm code can be produced: · during the manufacturing/service process functional testing at syncardia; · during power cycling of the freedom driver, which can take place at either the clinical site or prior to the eeprom reading during the investigation at syncardia; · during onboard battery exchange while operating the freedom driver only on battery power (not connected to external power); and · if an onboard battery is not fully latched in place, intermittent communication errors can result in a fault alarm. During the investigation, the freedom driver was tested, and it passed all testing with no anomalies or unintended alarms. Testing included all pressure test requirements associated with normotensive and hypertensive patient simulator settings. In an attempt to reproduce the reported fault alarm, an onboard battery exchange test was conducted on the driver while connected to a dc power supply (i.e., to simulate connection to a vehicle outlet). The driver was powered by inserting two onboard batteries charged to 32% into the battery wells. The dc power supply was connected to the driver via a freedom car charger, and the "low battery" alarm annunciated after a few seconds on the right side. The right onboard battery was replaced with a fully charged onboard battery, and the "low battery" alarm stopped, as expected. After approximately two seconds, the "low battery" alarm annunciated on the left side. The left onboard battery was replaced with a fully charged onboard battery, and the "low battery" alarm stopped, as expected. This test was repeated ten times, and the freedom driver passed the test every time. This test was then repeated using the onboard batteries and car charger that were used by the patient at the time of the fault alarm. Testing confirmed that all components were fully functional and performed as intended. The investigation concluded that the freedom driver, onboard batteries and car charger used by the patient performed as intended, and there was no evidence of a device malfunction. It is possible that there was an issue with the patient's vehicle outlet and/or the patient did not exchange the onboard batteries in the allotted duration prior to the battery alarm becoming a permanent fault alarm, which was recorded in the eeprom. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaning functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was exchanging the freedom onboard batteries while plugged into dc power in his vehicle. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.